Event description:
The customer reported being off the insulin pump for several months. The customer stated the insulin pump was not alarming no delivery. Troubleshooting was not performed because the customer does not have any of her supplies and the insulin pump does not have a battery. Advised the customer that a tubing clamp will be sent, and to call us back to complete testing. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.